Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the thread flank of the screw is partially sheared off. Based on the orientation of the metal shaving we assume that it was sheared off during the screw insertion by excessive contact with the plate. We are not aware of any other complaints of this nature regarding these articles.

Event description:
It was reported that metal shard was found during removal. This is report 1 of 1 for complaint (B)(4).